Manufacturer narrative:
(B)(4). The sample was returned empty. The pump was refilled to nominal volume with 0.9% saline using the baxa repeater pump. Infusion was verified when setting the saf (select-a-flow) to all the flow rates. Flow accuracy testing was performed with the saf set to 14ml/hr. After 21.5 hours of testing, the pump yielded a flow rate of 5.58ml/hr which is within specifications with a +/- 20% tolerance. The pressure pot was performed on the selected-a-flow unit flow rates 2ml/hr, 4ml/hr, 4ml/hr and 8ml/hr and 14ml/hr without the filter. The saf unit was detached from the pump. The saf unit was connected to a pressure gauge. The average bladder pressure used was 7.81psi. The saf flow rate 2ml/hr yielded a flow rate of 2.04ml/hr, which is within specifications with a +/-20% tolerance. Flow rate 4ml/hr yielded a flow rate of 3.84ml/hr which is within specifications with a +/- 20% tolerance. Flow rate 8ml/hr yielded a flow rate of 7.59ml/hr which is within specifications with a +/- 20% tolerance. Flow rate 14ml/hr yielded a flow rate of 13.29ml/hr which is within specifications with a +/- 20% tolerance. The evaluation summary concludes that fast flow was not observed. During the flow accuracy test, the pump met specifications. During pressure pot testing, all flow rates met specifications using the average bladder pressure. The root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
(B)(4). The device history record for the lot number, 0202339300, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The product involved in the report has been returned and is being processed for evaluation. Upon completion of the sample evaluation; a follow-up report will be filed. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 400 ml. Flow rate: 8 ml/hr to 10 ml/hr. Procedure: knee surgery. Cathplace: adductor canal, thigh. Date infusion started: (B)(6) 2016. Date infusion ended: (B)(6) 2016. A complaint was received stating there was a fast flow event. Additional information received 30-jun-2016 stated. The patient is currently in stable condition. Patient stated that he had surgery on monday, (B)(6) 2016. The pump was started about 7:30am on monday. The patient was at home the next day tuesday, (B)(6) 2016 when he discovered that his pump was completely empty. The patient does not remember the exact time that he noticed it was empty but it was some time in the afternoon. The patient recalls it was about a little more than 24-hours infusion from the pump . The flow rate of the pump was titrated from 8ml/hr to 10 ml/hr according to his pain level. He stated that it was at 10 ml/hr for about (B)(6) of the time. The patient called the product support line nurse on (B)(6) 2016 because he did not want to keep the catheter in if the pump was empty and he did not want to wait to get the catheter removed until he saw his doctor for his post-operative appointment. The patient's fiance' eventually removed the patient's catheter. The pump was not near any warming devices. It was located in the black carrying case which hung around the patient's neck. The pump was about a foot above the patient's knee in which the catheter was located. There was no indication of a leak. The patient did not squeeze or lay on the pump. The patient had a post op appointment with his doctor on wednesday, (B)(6) 2016 a 3:30pm. The doctor prescribed norco to help with pain. The patient did not experience any signs and symptoms of drug toxicity. No further information to be provided.